Event description:
It was reported that the patient was in an atrial arrhythmia and there were intermittent atrial under sensed events with frequent mode switching. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.